Event description:
It was reported that on (B)(6) 2022, a 21mm sjm regent heart valve with flex cuff (7078325) was chosen for implant. After the device was implanted, a water injection test was performed and showed limited flap movement. It was noticed that the valve could not open completely. The device was then explanted and replaced with another 21mm sjm regent heart valve with flex cuff (lot: unknown).the patient was reported as stable and normal. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 21mm sjm regent heart valve with flex cuff (7078325) was chosen for implant. After the device was implanted, a water injection test was performed and showed limited flap movement. It was noticed that the valve could not open completely. The device was then explanted and replaced with another 21mm sjm regent heart valve with flex cuff (lot: unknown).the patient was reported as stable and normal. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
An event of the valve could not open completely was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. H6 health effect - impact code: added code 4613 minor injury/ illness / impairment. Removed code 2199 no health consequences or impact.